Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7094534.

Event description:
It was reported that the patient experienced skin erosion on the scalp around the burrhole cover site of the deep brain stimulation (dbs) system. The patient was admitted to the hospital and underwent a procedure in which the burrhole cover and the lead were both explanted as a preventative measure to avoid the risk of infection per the physician preference. New devices were countersunk to prevent any further erosion. The patient is fully recovered and was discharged from the hospital post operatively. The devices will not be returned for analysis as they were disposed of by the facility.